Event description:
Endo stitch auto suture locking mechanism did not properly deploy. Would not release the suture, struggled with the toggles sticking when trying to open and trying to close. Tried another device and had the same issue with. Felt like the mechanism that locks and unlocks the device was the sticking. Lot numbers are the same. Reference report: mw5145117.